Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The hcp reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was performed. The device was returned for analysis.